Event description:
This event was captured based on literature review of the article, optimal duration of clopidogrel therapy: the shorter the longer. It was reported that this is a meta-analysis of four trials involving 8,231 patients. The trials include use with multiple stents including the xience v stent and the xience prime stent. 12-month clinical outcomes were as follows in odds ratios: 1.15 % all-cause death (95% confidence interval). 2.64% major bleeding. 1.15 % myocardial infarction. 1.15 % stroke. Very low stent thrombosis rates (ratio not specified). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as date of publication (07/09/2013). Date of implant estimated (07/09/2012). There were no reported product deficiencies. The reported patient effects of myocardial infarction, cerebrovascular accident (stroke), hemorrhage (bleeding), and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The xience prime referenced, is being filed under a separate medwatch report. The additional adverse patient effect of death referenced, is being filed under a separate medwatch report#. Attachment: article, optimal duration of clopidogrel therapy: the shorter the longer. (B)(4).